Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was still hospitalized. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893743. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).